Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the station was in disconnected mode. A technical support specialist stated that they were unable to launch any remote support service (rss) session to the medstation etc and were getting timeout errors. Tss tried to seek help from other agents to launch rss, but the same timeout issue persisted. The customer was advised to reboot the station. After the reboot, the tss was able to launch the rss session successfully. The customer was called, confirmed that the station etc was working normally. Permission was given to proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode and on critical override. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.